Event description:
During a pci treatment procedure, the maverick2 monorail 15x2.75 mm balloon ruptured at nine atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in a tortuous mid left anterior descending coronary artery. The physician used a medtronic introducer sheath for vascular access, a renato guide catheter, and an unknown guide wire to cross the lesion. The maverick2 monorail balloon was removed, and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as `good'.